Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). One nst episode with v-v interval less than 220 ms on (B)(6) 2016. 615 v-sics since last session 3.275 days ago. Right ventricular pace impedance steady at approximately 450.25 ohms through (B)(6) 2016, spikes to 1843 ohms by (B)(6) 2016 right ventricular pace impedance varies between 475 ohms on (B)(6) 2016 and 3781 ohms on (B)(6) 2016.

Event description:
It was reported that there was oversensing of artifact, high and unstable impedances and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.